Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that the system could not perform continuous 2d x-ray. No patient was present when the issue was identified.